Manufacturer narrative:
As implants do not have an intrinsic mobility the reason for the migration can be found in the preparation of the implant site or in the planning not considering the bone thickness of the sinus floor and as a consequence this was no implant failure but a surgical one. This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received an ankylos d11 dental implant on (B)(6) 2020. On (B)(6) 2020 the implant was removed out of the sinus. Sinus lift was performed at implant insertion.